Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician could not duplicate reported malfunction. The service technician was able to adjust lap top ventilator 1200 settings to desired values above 300. The ventilator was thoroughly inspected and passed all testing.

Event description:
The customer reported model lap top ventilator 1200 will not dial up past 300. At this time it is unknown if ventilator was on a patient during malfunction.